Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. W/o a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was rec'd.

Event description:
Pt participated in a (B)(4) study for 1 or 2 level degenerative disc disease between l2 or s1. Preoperative diagnosis was disc failure or prolapse. Pt was implanted with a transforaminal posterior lumbar interbody fusion (tplif) spacer at levels l5s1size, with pedicle screws at l5 and s1. Pt was also implanted with click-x for supplemental fixation. Pt had been experiencing pain for 4 months. Surgery date was (B)(6) 2004, and postoperatively pt experienced stiffness and mild stable weakness left great toe, requiring physical therapy. This is report 14 of 14 for this event. This complaint is on the screw head at l5.